Manufacturer narrative:
Follow up information: the customer reported the event date as 07 november 2025. Log entries from this date are not available due to the device¿s 1000-event buffer limitation, which resulted in overwriting of earlier data. Review of later log files from 01 january 2026 shows repeated transitions between ac power and battery operation, including entries such as ac battery, battery ac, and ¿loss of external power¿, indicating intermittent or unstable ac power supply. Additional data retrieved via service software show occurrences of tf444001 (batteries totally discharged) and tf446029 (ambient failure detected). A log sequence dated (B)(6) 2025 indicates that the ventilator was operating in ventilation software mode at the time these events were recorded. Due to the absence of log data covering the originally reported event date, activation of ventilation and patient involvement cannot be confirmed based on the available logs. At the same time, active therapy cannot be ruled out. A follow up with the partner is still pending.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): hamilton medical ag received a report indicating that the battery was not charging while connected to the mains power supply, which led to intermittent shutdowns of the unit. The event occurred without patient involvement. The investigation to verify the allegation is still in progress.